Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was damage on the pneumatic tap. Blood glucose level was had no adverse impact. Customer was unable to remove cartridge from the pump therefore reverted to manual injection for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.